Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went onto their backup battery while they were sitting in a chair with their feet in the surf. Their ventricular assist device (vad) equipment was in their shower bag to protect it, though when the backup battery alarmed, they found that seawater had entered the shower bag and gone into their battery clips and batteries. The patient switched to new batteries, but this did not restore power to the heartmate 3. The patient managed to get to an ac main power supply and the pump had no further alarms. The patient was in transit to their implanting center in an ambulance awaiting an outcome and advice after log file analysis. The patient was stable but a little shaken. Log files captured multiple power cable disconnect alarms and low battery advisories/hazards. The pump was still running at the set speed during these events. Log files did not indicate the pump was running on the backup battery. The controller, modular cable, batteries, and battery clips were exchanged. Controller MFR # 2916596-2023-00584.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed. The shower bag was not returned for analysis. Per provided information, the patient experienced sea water entering to the shower bag. The shower bag lot number cannot be provided and was not returned for evaluation. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) (rev. C) and heartmate iii patient handbook (rev. D) state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. These documents also provide step-by-step instructions for showering with the use of the shower bag. The IFU and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, these documents state that the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.